Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: one (1) photo was provided by the customer for investigation. The photo appears to show a fiber / hair in the fluid path of the syringe. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: a complaint history check was performed and this is the 1st related complaint reported with the defect/condition of foreign matter for lot #8360845 item #309653 a device history record (DHR) review was performed on the batch associated with this investigation. The DHR review did not reveal any defects or issues reported and no quality notifications were issued. Root cause description: operator interaction with the product is minimal, however, hair contamination is possible if proper gowning is not followed. All operators are trained to a gowning procedure to minimize risk of hair contamination. Per procedure, hairnets/beard covers must always be put on before the smock. The hairnet and beard cover must cover all hair. Hairnets and beard covers must be discarded once removed. Rationale: bd acknowledges that the photo provided by customer appears to show a fiber / hair in the fluid path of the syringe. As the one (1) occurrence reported by the customer would not exceed the acceptable quality level (aql) of ¿foreign matter ¿ fluid path particles > 1/64 in = 0.65% aql¿ for the batch no corrective or preventative actions are proposed in the scope of this complaint.

Event description:
It was reported that bd¿ syringe with bd luer-lok¿ tip had foreign matter in the syringe. The following information was provided by the initial reporter: material no. 309653, batch no. Unknown (provided: 8360845). It was reported that a hair was found inside the syringe. Pharmacy found a syringe with a hair inside the syringe. 60 ml bd syringe. Syringe was not collected - facility reported a lot # of another 60 ml syringe in same area and around the time of event.